Manufacturer narrative:
(B)(6).

Event description:
The customer received questionable thyroid results for two samples from one patient from the cobas 8000 e 801 module. The sample was then tested on an architect analyzer and submitted for investigation where it was tested on a cobas 8000 e 801 module, cobas 6000 e602 module, and a cobas e 411 immunoassay analyzer. Refer to the medwatch with the following patient identifiers: (B)(6) elecsys tsh assay; (B)(6) elecsys ft4 assay; (B)(6) elecsys ft3 iii. The erroneous results were reported outside of the laboratory. There was no allegation of an adverse event. The investigation did not identify a product problem. The cause of the event could not be determined as no sample was available for further investigation. From the information provided, a general reagent issue could most likely be excluded. The differences in the values most likely relate to the different setups of the assay, the different antibodies used, and the different standardization materials/procedures used.